Event description:
Information was received by the national death index that indicated that the patient had lack of expected normal physiological development" reported on their death certification. No further relevant information has been received to date.

Event description:
The patient's obituary was received indicating that the patient had passed away after a lengthy illness. The exact cause of death has not been received to date. An internal sudep evaluation was performed by the manufacturer which determined the death to be possible sudep. The patient was buried with the device. No additional relevant information has been received to date.

Event description:
Death certificate was received indicating that the patient's cause of death is failure to thrive due to congestive heart failure. An autopsy was not performed. The patient died in a nursing home. An internal sudep evaluation was performed by the manufacturer which determined the death to be unlikely sudep.